Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, inhibition of ventricular pacing due to cross-talk was observed. Review of session records noted that some of the crosstalk events during the atrial sensed events may have been due to artifact generated by the tricuspid valve closure on the lead. Amplitude of cross-talk signal was variable. Programming changes were recommended.